Manufacturer narrative:
E1 full name (initial reporter establishment name) -(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a sealing ring from the rotary joint slipped into the working channel of the endoscope during reprocessing of an olympus gastrointestinal videoscope. There was no patient involvement.